Event description:
A customer called adc customer service with assistance in calibrating their freestyle blood glucose monitor. She then relayed that due to this issue, she felt very dizzy, and then experienced a loss of consciousness. There was no report of diagnosis or treatment, nor death or permanent impairment associated with this event.

Manufacturer narrative:
Event was related to a training issue, adc customer service successfully assisted the customer in calibrating their meter properly. Product was not requested to be returned. If any additional information is received, a follow-up report will be filed.